Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced unknown issues with the pump basal software. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed carbohydrates address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.